Event description:
Two axle plates and locking screw(s) were allegedly coming apart postoperatively. Multiple attempts have been made to obtain additional information from the complainant on (B)(6) 2013 (e-mail), (B)(6) 2013 (voicemail) and (B)(6) 2014 (voicemail). Finally, on (B)(6) 2014, the complainant was reached and we discussed the need for additional information regarding the incident, which was originally reported on (B)(6) 2013 as "axle complaint to report." The initial surgery (interspinous fusion at l4-5) was performed by the surgeon in (B)(6) 2013. The initial surgery had gone well, without incident. The patient had attended her postoperative office visit with the doctor in early (B)(6) 2013. During the office visit the doctor had ordered a routine postoperative x-ray, which allegedly shows two of the axle plates coming apart. The patient was scheduled for a revision interspinous fusion (l4-5) procedure toward the end of (B)(6) 2013. During the revision surgery, the surgeon planned on removing the two axle plates and locking screw(s) and replacing them with two new axle plates and locking screw(s). The part numbers and lot numbers of the axle plates and locking screw(s) are not known at this time. In addition, x-spine has not received the plates and locking screw(s) and/or the postoperative images for evaluation. This complaint will be re-opened if the axle plates and locking screw(s) and/or postoperative images are made available to x-spine for evaluation at a later date.

Manufacturer narrative:
(B)(4). No additional information has been received.